Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow up in the clinic, the right ventricular lead exhibited noise. The noise could be reproduced with isometric maneuvers. Programming changes were made. The patient was asymptomatic, in stable condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on 8/23/2016 stated that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead continued to exhibit noise. No intervention was performed. The patient would continue to be monitored.